Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a failing pressure valve. No patient or user harm was reported.

Manufacturer narrative:
Date received by manufacturer: 07jun2019. Date of report: 11jun2019. The manufacturer's field service engineer (fse) confirmed the reported issue. This complaint was duplicated and verified. The customer has decided to retire this ventilator. The device will be removed from service due to the cost of the repair. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.